Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to a lead fracture. Noise with pacing inhibition was also noted on the ventricular channel. The fracture site has not been determined, however it is suspected to be near the clavical. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned, therefore the clinical observations cannot be confirmed.